Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts from the 3 most distal strut rows lifted and pushed back proximally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 76.5cm distal to the distal end of the strain relief. Additionally, multiple kinks were noted along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a kink on the polymer extrusion 21.4cm proximal of the distal end of the distal tip. Additionally, a red blood like substance was noted in the inflation lumen in mid-shaft region. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 24mm x 3.0mm, 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. It was noted that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that after the procedure, the shaft broke outside the patient.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 24mm x 3.0mm, 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. It was noted that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.